Manufacturer narrative:
Follow-up information received on 16-mar-2016: no further information was obtained despite all required follow-up attempts. Product technical complaint investigation result was received on 16-mar-2016: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and both devices had perforated the fallopian tubes and were out. She was submitted to a bilateral salpingectomy and essure was removed. The reported event is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was reported as difficult on the left side and there was a fluid loss of 3000 cc during the procedure. Excess fluid deficit may signal uterine or tubal perforation during essure procedure. However, in this case the patient had a hysterosalpingogram 3 months after essure placement and no abnormalities were reported. Approximately 3 years later, she was hospitalized due to abdominal and pelvic pain. During investigation a fallopian tube perforation was diagnosed and a salpingectomy was performed. Although the exact mechanism of the perforation was not known; given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Essure perforation questionnaire was received from the physician on 23-feb-2016. The patient had 4 pregnancies with 3 live births by 3 c-sections and 1 spontaneous abortion. Her concomitant condition included crohn's disease. She used mirena from (B)(6) 2011 until (B)(6) 2013. Essure was inserted on the same day that mirena was removed. Her delivery was on (B)(6) 2012 (c-section) and she was not breastfeeding at time of insertion. There were no abnormal uterine findings prior to insertion. Cervical dilation, sounding, analgesia (toradol) were used. On the left side, the insertion was difficult. The left essure had to be removed as it had 11 coils out. A second one was inserted and then only 3 coils were out. On the right side insertion was easy. The fluid loss was 3000cc and the procedure did not take more than 20 minutes. Patient's complaints immediately after insertion were mod (moderate) discomfort but she went home and felt fine in 12-24 hours. Essure confirmation test was done by hysterosalpingogram on (B)(6) 2013 and the patient was advised to rely on essure by her doctor. Physician reported a bilateral essure perforation. No other organ or intra-abdominal structure was perforated. The perforation did not occur before or after essure deployment. The diagnosis was done by CT scan of the abdomen; the patient went to emergency room with abdominal pain on (B)(6) 2015. On (B)(6) 2015, essure devices were removed by laparoscopy because of patient's request; physician stated the removal was not medically necessary. The intraoperative findings were that both essure devices had perforated the fallopian tubes and were out. The patient had a bilateral salpingectomy, she was recovering. There were no pathology results, signs of infection, inflammation. Follow-up information received on 16-mar-2016: no further information was obtained despite all required follow-up attempts. Product technical complaint investigation result was received on 16-mar-2016: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and both devices had perforated the fallopian tubes and were out. She was submitted to a bilateral salpingectomy and essure was removed. The reported event is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was reported as difficult on the left side and there was a fluid loss of 3000 cc during the procedure. Excess fluid deficit may signal uterine or tubal perforation during essure procedure. However, in this case the patient had a hysterosalpingogram 3 months after essure placement and no abnormalities were reported. Approximately 3 years later, she was hospitalized due to abdominal and pelvic pain. During investigation a fallopian tube perforation was diagnosed and a salpingectomy was performed. Although the exact mechanism of the perforation was not known; given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013 for permanent contraception. During insertion, the left insert was difficult to insert and had to be removed and another one placed. The patient had an hsg (hysterosalpingogram) test done 3 months post insertion that showed satisfactory location and occlusion. On (B)(6) 2016 the patient was hospitalized with complaints of abdominal and pelvic pain. With further diagnostic testing it was noted that 1 insert had perforated trough the fundus and the other insert was in unsatisfactory placement. Patient had a total hysterectomy and was discharged from hospital on (B)(6) 2016. Essure was removed. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one insert perforated trough the fundus and the other insert was in unsatisfactory placement. She was submitted to a hysterectomy and essure was removed. The reported events are listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Additionally, during essure micro-insert therapy, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion into the uterus or dislocation into distal fallopian tube or to abdominal cavity. In this particular case, the patient had a hysterosalpingogram 3 months after essure placement and no abnormalities were reported. Approximately 3 years later, she was hospitalized due to abdominal and pelvic pain. During investigation a uterine perforation with one essure insert and unsatisfactory placement with the other one were diagnosed and a hysterectomy was performed. Although the exact mechanism of the reported events was not known; given their nature causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. Follow-up information (perforation questionnaire) and a product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.